Manufacturer narrative:
The insulin pump alarmed prime alarms during occlusion test due to protruded/loose drive support disk. Unable to perform prime test due to loose drive support disk. The insulin pump was received with broken battery tube threads.

Event description:
The customer reported regarding issues during prime/rewind. The blood glucose reading was 200mg/dl. The caller stated that the insulin pump alarmed, and the drive support cap was protruded. Advised the customer to discontinue the use of the insulin pump and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.